Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced discomfort and recurrence of original problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR# 2183959-2015-00477.